Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an infection in the areas of the lead and the ins. The symptoms reported were redness, swelling, drainage, incisional wound opening, and erosion. It was reported that the infection was in positive culture from the ins all way up to the wire up against the dura. It was reported that the infection was confirmed and reported as (B)(6). It was reported that there were two organisms (double growth) but the patient could not recall the name of the second. It was reported that the system was explanted and the patient had a 3 weeks course of IV antibiotics (augmentin and keflex).